Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead is not optimally placed, and the voltage was raised. Patient wanted to know the maximum voltage that the lead can handle. Boston scientific technical services (ts) explained maximum voltage and that there is typically a 'safety margin' programmed. Boston scientific technical services (ts) referred patient to physician. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead is not optimally placed, and the voltage was raised. Patient wanted to know the maximum voltage that the lead can handle. Boston scientific technical services (ts) explained maximum voltage and that there is typically a 'safety margin' programmed. Boston scientific technical services (ts) referred patient to physician. This rv lead remains in service. No adverse patient effects were reported.